Event description:
T1- t12 posterior spinal fusion for scoliosis with array sst hardware in 2007. Pt reported incidence of falling and pain after. X-ray detected a cracked screw within the pedicle. Revision surgery performed approx nine months later. Pt is recovering.